Manufacturer narrative:
This report is submitted on 11 may 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration. Re-implantation is planned but has not taken place as of the date of this report